Event description:
Customer reported experiencing a cartridge alarm with their insulin pump, specifically cartridge alarm 20. Blood glucose levels did not exceed 500 mg/dl, indicating no adverse impact to the customer's blood glucose level. As a corrective action, tandem technical support arranged to replace the problematic pump with a new one, equipped with updated software. The customer was advised to use multiple daily injections (mdi) as a backup insulin therapy to prevent any interruption. The customer understood and acknowledged the instructions provided, including how to return the malfunctioning pump and steps to follow with the replacement pump.